Manufacturer narrative:
Final device analysis results revealed all four conductor wires are broken; the fractures are located 12.9-cm from the distal tip, near a wrinkled area on the outer insulation material.

Event description:
The product report indicated the lead was replaced due to loss of stimulation; high lead impedance was detected. The pt no longer felt paresthesia and lead fracture was suspected. Findings from x-ray control showed no lead migration and no connection issues were noted. The device was replaced with no further pt complications reported. The pt received sufficient pain relief after the procedure.